Event description:
It was reported the device gave the error code 1870. The issue was identified during testing. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the lec 1870/1871 error was not able to be replicated by analysts. No issue was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.